Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 250 mg/dl. Customer is reporting past event. Customer was advised connection issue or occlusion in tubing or reservoir could lead to no delivery alarm. The customer reported the alarm was resolved by a complete set change. Customer does not have product in question to return. The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was unknown. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit and pump alarmed no delivery. Customer was explained the alarm was cause by infusion set and reservoir connection. Customer states he went through 9 infusion sets and reservoirs. Customer was advised that we will ship replacement box of sets and reservoirs.